Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, insulation damage was noted on the right atrial (ra) lead. Episodes of noise resulting in oversensing and mode switch episodes had been observed on the ra lead during the previous routine checks. The ra lead was capped and replaced to resolve the event. The patient was in stable condition.